Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this left ventricular (lv) lead dislodged. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional information. The field representative indicated that high capture thresholds were observed due to the dislodgement. At this time, no intervention has been performed.

Event description:
It was reported that this left ventricular (lv) lead dislodged the following day post implant procedure. This lead remains implanted and in service. No adverse patient effects were reported.